Manufacturer narrative:
(B)(4). Insulin pump had low battery alarm and power error detected confirmed in the long trace. Detail trace analysis confirmed the pump alarmed low battery and then alarmed pump error detected was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. Pump was monitored and functioned properly. No blank display noted.

Event description:
The customer's clinical study representative reported via phone call that the insulin pump had turned off. Customer's blood glucose level was unknown. Customer reported that the changed battery each day, same battery put it back on then started working again. The insulin pump will be returned for analysis.